Manufacturer narrative:
At this time, no further information has been reported on the replacement of this device and our records indicate that the device has not been returned to boston scientific for analysis. Attempts were made to find out if the device was explanted, but were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A ts representative discussed that changes in parameters could have resulted in more battery drain that shortened the expected remaining longevity. It was also discussed that three months after eri is reached the device will be set at eol with limited device functionality and that the device should be replaced as soon as possible. A replacement procedure has been scheduled. No additional information is available. Once the device is replaced, it will be returned for laboratory analysis and this report will be updated.

Event description:
Boston scientific crm received information that this pacemaker reached end of life (eol) although at the last follow up in (B)(6), the battery status was good with a remaining longevity of one year and the gas gauge showing an arrow position one step before the elective replacement indicator (eri). During interrogation, the device revealed that eri was reached in (B)(6). Boston scientific technical services (ts) was contacted for technical assistance. No adverse patient effects were reported.